Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load fill tubing sequence the customer did not observe any drops of insulin dripping out of the infusion set tubing or the cartridge tubing. Tandem technical support advised the customer to perform a cartridge change to address the issue. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.